Event description:
It was reported that the asymptomatic and non-defibrillator dependent patient presented in clinic after receiving vibratory alert. Upon interrogation of the implantable cardioverter defibrillator, the device was in backup vvi mode with no high voltage therapies available. It was noted that there were no external sources interfering to cause the issue. The device was replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported event was confirmed via reviewing the device¿s image. The cause was a power on reset (por) occurred on (B)(6) 2017. The spin buffer indicates that noise was observed on both the atrial and ventricular channels. This indicates that the cause of por was related to an external source of electromagnetic energy. The device was tested on the bench and functioned normally.